Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box information showed no evidence of short battery life. The battery cap was not returned with the pump for investigation. On inspection, there were no cracks or corrosion in the battery compartment. The threads in the battery compartment were intact. A test battery cap was able to be fully tightened. A rewind, load and prime sequence was performed with no loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. Testing verified that all pump reading were within specifications. The pump was removed from the case for further investigation. The power connections were inspected and no defects were found. There was no corrosion or moisture in the pump and the pump passed a leak test. The pump was evaluated and found to be operating within required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient claimed her animas insulin pump has had a power issue several times recently. The last time the subject pump had no power on april 18, 2012, the patient's blood glucose was elevated to 288 mg/dl. The patient reportedly had symptoms of blurred vision and felt lightheaded. At the time of concern, the patient did not take a correction bolus but went for a walk. Her blood glucose reportedly resolved to below 200 mg/dl. During troubleshooting, the patient claimed when she changed the battery, the battery compartment side of the pump was hot to touch. The patient denied any burns or injury. The power issue was not resolved with training. The product was request back for investigation. This complaint is being reported because the patient allegedly developed symptoms that can be suggestive of hyperglycemia after the power issue began.